Event description:
It was reported that, during the preparation of this inflatable penile prosthesis (ipp), a metal piece fell out of the tubing into the water basin while emptying the water from the device before insertion. It is suspected that the metal was inside the implant. The prosthesis was changed to another ipp and there were no patient complications reported.